Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 179495: 48 items manufactured and released on (B)(6) 2018. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, 34 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 3 months after primary tkr. Revision performed due to pain and stiffness (0-40 range of motion). Intraoperative findings- massive scar tissue/arthrophybrosis. Tibia was removed, additional tibial cut was made, femur preserved, patella replaced, good range of motion achieved.